Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a bypass surgery in which the electrode was accidentally cut off during the procedure. This patient required a new s-ICD system, which remains in service. No additional adverse patient effects were reported.